Event description:
Registered nurse reported medication has been leaking at the t-connector on this set during pt use. No pt injury has been reported at this time. Radioactive medicine might have leaked and pt was underinfused. Samples have been discarded of this set. No add'l pt info is available at this time.